Event description:
The customer reported that the system lost power during a procedure. This would have resulted in a system shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord plug was evaluated and replaced. The system was tested and found to be working as intended and returned to service.